Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. The impella pump triggered a purge blocked alarm during patient support. The purge cassette was replaced in an attempt to troubleshoot the issue, but the failure persisted. Tissue plasminogen activator was subsequently run through the purge to assist with lowering the purge pressure. Upon reaching the end of support, the pump was placed off the aorta and tunneled out to the left supraclavicular. Throughout and following the removal of the pump, the patient required seven units of prbc and three units of platelets. The patient was taken to the operating room for the removal and a washout was performed of the site. The patient was considered to be stable following the event.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.